Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that the right ventricular lead was dislodged slightly and exhibited low r-wave sensing and high capture threshold. The physician elected to explant and replace the lead due to tissue on the helix. No further information is available at this time.

Event description:
Additional information received indicated that the patient was stable post procedure.